Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced with a spectra penile prosthesis due to an erosion in the right distal corpora into the urethra.